Event description:
The initial attorney report alleged pain discomfort, rash, constipation, adhesion, add'l surg, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2003 - laparoscopic repair of an incisional hernia with composix kugel mesh. Initially a kugel patch was placed for repair; however the patch did not fit as expected and it was immediately removed and replaced the with composix kugel mesh. On (B)(6) 2004 - laparoscopic bilateral tubal occlusion. During this procedure the hernia repair was inspected and it was noted that there were no adhesions and it appeared to be well healed with no evidence of a problem. On (B)(6) 2011 - laparoscopic assisted vaginal hysterectomy, during this procedure omental adhesions were noted to the anterior abdominal wall overlying the mesh with no adhesions to the mesh. Trocar's were replaced in the llq in order to avoid the area of the mesh. On (B)(6) 2011 - post operative office visits. Pt operative office visits. Pt presented with pain in her rlq where her mesh and metal tacks (non-bard) were used. The md noted that no adhesions were noted during her recent hysterectomy and tubal ligation. She was advised by her surgeon that she was not likely to benefit from further surgery and recommended pain management and the pt agreed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Currently, it is unk whether the device may have caused or contributed to the reported event. Following implant the pt underwent a bilateral tubal occlusion and vaginal hysterectomy in 2004 and 2011 respectively. During those procedures it was noted that there were no mesh adhesions. Additionally, the 2004 procedure noted that there were no evidence of any problem. Following her hysterectomy the pt presented with c/o rlq pain her md noted that there were no adhesions noted during her recent surgeries and she was advised that she was not likely to benefit from further surgery and recommended pain management. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.